Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 319mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer also mentioned that he had previously been hospitalized with diabetic ketoacidosis, but the doctors had determined that the cause of that event was a high white blood cell count. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.